Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. The t:slim g4 pump user guide also states: the t:slim g4 system is indicated for use in individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred during the load process. The customer was able to load a new cartridge successfully. After loading a new cartridge, the customer was unable to see drops of insulin at the end of the infusion set tubing during fill tubing. During troubleshooting with tandem technical support, it was determined that the luer lock connection had likely been loose. There was no reported impact to the customer's blood glucose level.